Event description:
Pt was undergoing continous venous hemo dialysis ultrafiltration treatments over a period of several days. Pt gained weight during this period, 45 kg in total. The amounts of fluid consumed are as follows: 19.5 liters on 8/31/99, 12.5 liters on 9/1/99, 31.5 liters on 9/2/99, 3.0 liters on 9/3/99. Pt was critically ill, and was somewhat compromised by the excessive weight gain. Expired 4 days later.